Event description:
It was reported that the blue cable on the device split. There have been no patient consequences reported.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.